Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of cylinder aneurysm and auto inflation is unable to be confirmed as analysis identified secondary failures that are unlikely the root cause of this event. Technical analysis: the cylinders and pump was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the pump kink resistant tubing (krt) was worn to the filament. The pump was functionally tested and passed all functional tests. Visual examination of the cylinders identified wear at the fold in the cylinder body; one of the cylinders was broken/detached in the outer tube and fabric threads in the cylinder body which is likely occurred during explant and is considered a secondary failure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an aneurysm found in one of the cylinders and auto inflation, and inflation/deflation issues. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient is expected to fully recover following the procedure.